Event description:
Reporter explained that her pacemaker had been hacked and she can hear people talking through her device. Explained that the device also started shocking her in 2012. Reporter said that a man named (B)(6) and his family in (B)(6). Explained that her home was broken into and that she was held down while her leads were replaced in her apartment by the (B)(6) family. Reporter explained that her pacemaker is picking up frequency radars from the airport. Says that she reported it to the doctor but she ends up being put on a psychiatric hold when she reports it which gives them time to break into her home and go through her mail. Says that xylophones and metal wires are being used to hack her device that causes painful electrical shocks.